Event description:
On 06/13/2025, a sales representative reported via email that an ar-8925ss syndesmosis tightrope xp exhibited issues with its solid drill bit during use. Specifically, the bit did not cut through bone effectively and developed black marks after use. Debris was produced during the case, and no breakage was reported. The case was completed, and no additional details were provided. This was discovered during an ankle fracture procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 07/01/2025: the debris was produced from "burning bone" caused by the drill bit, and the black marks came from burning bone since there was difficulty with the drill cutting through bone. There was resistance to the point where the bone began smoking, and the drill and bone became discolored, and they could hear the drill working to try and cut through the bone. There was no discoloration present before the drill was used. The patient's bone quality was poor, and that of an older patient. When using other drills throughout the procedure, there was no difficulty. The case was completed using ar-8943-16 2.0 mm drill bit as a pilot drill. The case was delayed 5-10 minutes with no additional anesthesia administered. It is uncertain if the patient experienced adverse effects on or after the surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation that discoloration was present is confirmed based on the customer-provided picture. The complaint allegation that the device had difficulty drilling cannot be confirmed due to the device not being returned. Visual evaluation of the customer provided photo noted black discoloration was present on a drill bit. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or drilling off axis.